Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant induction testing, a loss of telemetry was noted. The induction continued with telemetry lost, then telemetry was regained, and the induction was stoped with the programmer. No adverse patient effects were reported.